Event description:
It was reported by the sales rep that during a laparoscopic roux-en-y bypass, the device fired successfully at different anatomical points with 2 white loads and 1 blue load. On the 4th, total firing of device a loud "crunching" sound was heard and the device could not be fired any further. The manual release lever was pulled multiple times and the anvil release button was pushed multiple times. The firing trigger still remained next to the closing trigger - no triggers would open or release and jaws remained clamped on tissue. An add'l device was opened from sterile packaging and used to cut the other device from the stomach. There was no tissue trauma experienced. No add'l pt bleeding occurred and no suture was needed. The pt is doing fine.

Manufacturer narrative:
Info anticipated, but unavailable at this time.